Manufacturer narrative:
The device system is not expected to be returned for analysis. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device system exhibited high threshold measurements one week post implant. All other lead measurements were acceptable. An x-ray identified that the device had migrated resulting in loss of slack in both leads. Surgical intervention was performed and the device system was explanted and replaced. The physician noted that the migration and subsequent dislodgement of the leads were due to the patient's large size. No additional adverse patient effects were reported.